Event description:
A voluntary medwatch report was received that stated, during patient use, a tracheostomy tube cuff was leaking air. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The voluntary medwatch report number is (B)(4). The initial reporter information was not provided in the report. The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.